Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how many devices demonstrated the alleged deficiency? - when was(were) the suture(s) broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - please provide the source or name of person providing answers to follow-up questions: it seems that the j&j-j122h seem to be breaking easier than they should during surgical procedures. They are requesting replacement boxes, understandably, but I was wondering if we could contact the vendor to let them know of this complaint. Not sure how this would be handled in this case. Additional h11: patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, seem to be breaking easier than they should during surgical procedures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.